Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, an embolization occurred. The physician attempted to place a taxus express2 3.0x24mm drug eluting stent to the mid left anterior descending (lad) artery. The lesion was pre-dilated. The taxus stent "got hung up on something" in the lm/aorta and was unable to be advanced or pulled back. Upon trying to remove the entire system, the stent was unable to get through the sheath and it came off of the delivery balloon and migrated to the superficial femoral artery (sfa). The taxus stent was then ballooned and crushed in to the wall of the sfa and stented with an 8x27mm express stent. The procedure was completed with the placement of a 4x18mm zeta to the mid lad. No pt injuries of a 4x18mm zeta stent to the mid lad. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.